Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that about 10 days ago had a diagnostic ultrasound of the throat and said that about 1-2 days later, the neurostimulator area became kind of sore. Patient said the whole area was sore, however said it was constantly sore regardless if patient was lying down, sitting walking. When asked, patient said hasn't had any falls or trauma and hasn't bumped the area. Patient said isn't able to see the area to check for any visual changes, however placed hand over implant and said that it doesn't feel any different that the surrounding area. Reviewed option of turning stimulation off to determine if that makes any difference regarding the soreness. Patient said that it has been about four days since last checked. Patient states also still having symptoms going to the bathroom 4-6 times a night. Patient mentioned recently taking anxiety pills that have helped a little. Patient states hcp has not been able to help patient and does not call back and someone called but they did not seem to be able to assist either. Patient mentioned having an appointment in about a week and a half. Patient mentioned they lost weight about a year ago and their pants slip down and wondering if that could be rubbing against the implant area.